Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after two dental implants were installed in intraoral regions #6 and #11, it was verified their non-osseointegration. Fifty and sixty ncm, respectively, of primary stability were achieved and immediate load was performed. The patient presented bone type iii.